Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 6000 c (501) module. The initial results were questioned by a physician. The samples were repeated on a second analyzer. The repeat results were deemed correct and corrected reports were issued. The first sample initially resulted in a sodium value of 165 mmol/l and it repeated as 132 mmol/l. The second sample initially resulted in a sodium value of 171 mmol/l and it repeated as 126 mmol/l.

Manufacturer narrative:
The sodium electrode lot number is eqn, with an expiration date of 28-jul-2026. The field service engineer determined there was a hole in rinse nozzle tubing, causing the nozzle to drip. The tubing was trimmed and re-connected. Precision studies were performed and recovered within specifications. The investigation is ongoing.